Manufacturer narrative:
The manufacturer has requested the power supply to be returned. There was no blood loss or any other clinical consequences for the patient as a result of the reported event.

Event description:
The customer reported that the prismaflex failed during treatment. The field technician changed the power supply and the machine worked properly.